Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was likely that the device was not capturing images because switch #1 was found to be cut and misaligned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was not capturing images. The event occurred during an unspecified diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm.